Event description:
Patient's family member called lfs in 2002 alleging that pt's meter was reading inaccurately high. At 7:30 am patient obtained a "356 mg/dl" blood glucose reading at school. Pt then proceeded to take insulin based on the blood glucose result. Pt decided to take less than the amount, which was required for the blood glucose reading pt obtained. At approximately 9:00 am pt felt weak and drank a gatorade to combat pt's low sugar symptoms. Pt passed out thereafter (time unknown). The emergency medical technician arrived and obtained a "49 mg/dl" at the scene (time unknown). It is unknown if the paramedic's administered treatment before taking patient to the hospital. When the patient arrived at the hospital pt's blood glucose level was "74 mg/dl". An unknown IV treatment was administered at the hospital. The customer service representative noted that the meter was set to a calibration code of "10" and the test strips were from a vial of code "24". The patient did not have the correct type of control solution. Customer service representative replaced the meter and control solution. Medical affairs specialist attempted to reach patient several times. Mailed letter.